Manufacturer narrative:
(B)(4). Date sent: 6/18/2020. D4: batch #t94p7z. Investigation summary: the analysis results found that the mcm20 device was returned with no damage in the external components. Upon visual inspection, a clip was noted to be jammed in the clip track causing the clips not to properly advance. No functional test was performed. Eight clips were found inside clip track. As no conclusion could be reached as to what caused the clip to become jammed, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did device fire malformed clips? Did device fire scissored clips? Did device drop or eject clips? Were there any patient consequence?

Event description:
It was reported that during an unknown procedure, the clip was not formed completely. Patient consequence was not reported. No additional information is available at this time.